Manufacturer narrative:
The customer¿s report of the pump module under infusion of oxaliplatin at a rate of 290ml/hour (85.29mg/ m²) could not be confirmed or replicated. The pcu log showed that on (B)(6) 2016 at 10:42:56 am, pcu s/n (B)(4) was powered up. The source pump module s/n (B)(4) was connected at this time. A primary basic infusion was setup on the pump module at 10:43:38 am. At 10:52:45 am, a secondary infusion of oxaliplatin on the source pump s/n (B)(4) was started. After the programmed two hour infusion of oxaliplatin, the total secondary volume infused showed 579.021ml. This should have been the total amount that was to be infused. However, at 12:54:47 pm the infusion changed, an intermittent partial dose was started with a vtbi of 125ml. This infusion completed at 01:20:42 pm. At 01:21:19 pm, another secondary infusion was started with a vtbi of 85ml. By 01:27:28 pm, one more secondary infusion ran this time using a vtbi of 40ml. The infusion completed at 01:35:45 pm, showing a total secondary infusion of 773.627ml. The pump module was channeled off at 01:38:14 pm. The pcu was powered down at 01:38:18 pm. Testing and inspection of the returned source pump module found no malfunctions and to be infusing within specification. The root cause of the pump module under infusion of oxaliplatin at a rate of 290ml/hour (85.29mg/ m²) was not identified.

Manufacturer narrative:
The reported event of fluid remained when the infusion completed could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a secondary infusion of oxaliplatin was programmed to infuse at 290ml/h however the pump alarmed empty while fluid remained in the secondary and primary infusion bags. There was no patient harm.

Manufacturer narrative:
The customer reported they are sending the devices in for investigation, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.